Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 402mg/dl with polyuria. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient had a sinus infection and been off steroids three weeks. Customer support (cs) completed troubleshooting the basal delivery totals in tdd do not match, the variation is due to known cause, the bolus totals do not match. The cause of the of the variation in basal history is cartridge change.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the black box data showed a replace cartridge alarm on (B)(6) 2016 at 13:46, deliveries resumed at 14:49. The bolus totals in bolus history are consistent with bolus totals in the total daily dosage (tdd) history at time of reported issue. During testing, the pump successfully performed a 0.0u audio and 10.0u normal bolus. Both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20.0u. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. Additionally, the returned battery cap had stripped threads. A test cap was used for investigation.